Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient on day one of pump use received off label insertion instructions from diabetes care nurse leading to bent cannula and site occlusion resulting in high blood glucose managed with correction bolus via pump on (B)(6) 2026.